Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded within the bilateral cornu and proximal fallopian lubes'), pelvic pain ('pelvic pain'), prolapse ('bladder problems') and incontinence ('bladder problems') in an adult female patient who had essure (batch no. 627448) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included yeast infection, vaginal itching, burning micturition, uterovaginal prolapse, hematuria and paratubal cyst. Concomitant products included carbamazepine from 1996 to 2015 and vitamin d nos (vitamin d) from 2015 to 2016. In 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), prolapse (seriousness criterion medically significant), incontinence (seriousness criterion medically significant) and bacterial infection ("bacterial infection "). The patient was treated with surgery (total vaginal hysterectomy, bilateral salpingectomy, cystocele repair and rectocele repair). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device and bacterial infection outcome was unknown and the pelvic pain, dyspareunia, abdominal pain, menorrhagia, prolapse, incontinence, vaginal discharge, fatigue and vaginal haemorrhage had resolved. The reporter considered abdominal pain, bacterial infection, dyspareunia, embedded device, fatigue, incontinence, menorrhagia, pelvic pain, prolapse, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: reported 30dec2008 (discrepancy insertion date) previously reported (B)(6) 2009. Received treatment for pain, bleeding, other injuries/symptoms : no, bladder/urinary problems : yes. Embedded within the bilateral cornu and proximal fallopian lubes, are symmetrical silver colored metallic malleable coiled wires consistent with essure coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure confirmation test: bilateral occlusion. Concerning the injuries reported in this case, the following one was reported via medical records: embedded device quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-nov-2019: pfs & mr received. Lot number was added. Added event abnormal bleeding (vaginal), bacterial infections. Pt updated for event bladder or urinary problems or changes into prolapse, incontinence. Event onset date was added. Updated outcome of event abnormal bleeding (vaginal). Concomitant conditions, concomitant drugs were added. New reporter's was added. Lab data were updated. Added event from mr: embedded within the bilateral cornu and proximal fallopian lubes we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder problems"), urinary tract disorder ("bladder problems"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, menorrhagia, bladder disorder, urinary tract disorder, vaginal discharge and fatigue had resolved. The reporter considered abdominal pain, bladder disorder, dyspareunia, fatigue, menorrhagia, pelvic pain, urinary tract disorder and vaginal discharge to be related to essure. The reporter commented: reported (B)(6) 2008 (discrepancy insertion date) previously reported (B)(6) 2009. Received treatment for pain, bleeding, other injuries/symptoms: no, bladder/urinary problems: yes. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2009: essure confirmation test (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received. Reporter information, lab data added. This case become incident. Previously reported event injury were updated dyspareunia (painful sexual intercourse), pelvic pain, menorrhagia (heavy menstrual bleeding), urinary probs., bladder problems, vaginal discharge, fatigue. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.